Event description:
An olympus representative reported to olympus on behalf of the customer that while using the camera head, the unit had no image. The issue occurred during receipt for inspection. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed and found to be due to bad charged couple device unit. During the evaluation the non-reportable findings were as follows: there was picture noise due to a bad cable unit, the cable was damaged and had kinks, and the connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that an image was not displayed due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.